Event description:
It was further reported that it was difficult to confirm atrial capture due to all the atrial refractory events that are happening. The ra lead was reprogrammed and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient felt nauseous and flushed post operation. It was also reported that the right atrial (ra) lead exhi bited high thresholds and far field r wave over sensing on recorded atrial tachycardia/atrial fibrillation (at/af) episodes. The episodes appear to be false. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt nauseous and flushed post operation. It was also reported that the right atrial (ra) lead exhi bited high thresholds and far field r wave over sensing on recorded atrial tachycardia/atrial fibrillation (at/af) episodes. The episodes appear to be false. It was noted that the implantable pulse generator (ipg) exhibited no electrogram (egm) waveforms. Both the ra lead and the ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.